Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was received with the anvil in the closed position and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. The device was noted to have the firing and clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a urology procedure they tried to clamp down on tissue and it would not hold the tissue or stay closed, they used a second like device to complete the case. No pt consequence was reported.